Event description:
It was reported the torsion spring was broken and as a result, the self capture feature failed. A competitor instrument was used as a backup.

Manufacturer narrative:
A visual assessment of the returned device confirms that the torsional spring became dislodged from the recessed grooves. This is an acknowledged failure mode that has been evaluated and is being monitored. This device was manufactured prior to that action. No further investigation at this time.